Event description:
It was reported that the patient's doctor administered a 60% increase in bupivacaine concentration. It was also noted the patient had an additional mixture of 3 pain relieving/local anesthetic drugs. Bupivacaine was not the primary drug listed in the pump and therefore the bupivacaine dose was uncontrollable based upon the dose increase. The doctor emptied the pump immediately and refilled with the patient's 'normal' doses. The doctor checked on the patient 24 hours later and confirmed all was well. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that there was confusion and no dosage increase was performed. A locum doctor had advised an increase in bupivacaine in the patient notes. A regular doctor tried to reprogram the pump to follow the advice; however, bupivacaine was not the primary drug in the pump. The regular doctor realized that he only had control over the primary drug in the pump and not the add mixes. Therefore, he sought advice and chose to empty the pump and replace with the original mixture. It was also reported that the physician attempted to change the clonidine from the "usual" 150mcg/ml vials to 500mcg/ml vials in an attempt to prolong the refill interval but was unhappy when he went to update the pump so no changes were made. Following the event the patient was monitored in case some of the increased dose had passed through the tubing. The patient outcome was reported as "all was well" and the patient was good. The drug mixture included bupivacaine 5000mcg/ml at 3279mcg/day, hydromorphone 819mcg/day and clonidine 65mcg/day.

Manufacturer narrative:
(B)(4).